Event description:
Pt reported that her cassettes from last shipment [lot number 4076288] were accumulating too many bubbles when residual volume was getting close to 50 ml and pt was preparing a new mix as a precaution; it happened on multiple occasion throughout last week. Did the reported product fault occur while in use with the patient? Yes. Did the product issue cause or contribute to patient or clinical injury? No. Is the actual device available for investigation? Yes. Did we replace device? Yes. Did the patient have a backup device they were able to switch to? Yes. If yes, was the patient able to successfully continue their infusion? Yes. Is the infusion life-sustaining? Yes. What is the outcome of the event? Resolved? Ongoing? Resolved. Reported to (B)(6) by pt/caregiver.